Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed, and lv lead dislodgement was confirmed. The lv lead was explanted and replaced to resolve event. The patient was stable with no consequences.